Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6) analysis could not confirm the reported event. The encoder flex was found to be out of specification, the upper and lower case halves were broken, the battery contacts were compressed, and the ring was bent.

Event description:
It was reported the unit was not working and staying on. Additional information was later received reporting no further information was available on what was "not working" or if there was patient involvement.